Event description:
A report from the USA states a cutter would not open and close. Though requested, the user facility did not provide info as to when the cutter would not open. Add'l info stated "the aspiration would sometimes continue, sometimes not." Though requested, the user facility has not responded as to pt contact or outcome.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The device has not been returned for eval. If add'l info or the device is returned, a supplemental report will be filed. Report 1 of 2.